Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the issue. There was no reported impact on the customer's blood glucose level. The customer was given instructions to reset the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the code reappeared.